Event description:
The consumer stated she opened a carton of tampons and one tampon wrapper was open. The tampon was exposed from the applicator and appeared to contain mold.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.